Event description:
In 2008, the pt called in reporting ICD shocks. She was instructed to come into the clinic for further evaluation. Interrogation of the ICD showed inappropriate detection of rapid ventricular rates due to a lead fracture on the rv pace/shock/sense lead. This is confirmed by reproducing the artifact or the lead signal during provocative maneuvers as well as a lead impedance measuring >2000 ohms.